Manufacturer narrative:
The insulin pump had no button response due to open connector on lcd board. No blank display noted during testing. However moisture damage was noted on lcd board and mother board. It also had a cracked reservoir tube lip, loose/protruded drive support disk, minor scratches on display window and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, display anomaly, keypad anomaly, and motor error alarm. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.